Event description:
It was reported that the external pacer function of the device would not operate. Pt details and the date of event have not yet been provided by the reporter; efforts are being made to collect this info. There was no report of pt injury.